Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02396. It was reported the patient was not receiving effective stimulation and diagnostics indicated high impedances. Due to ineffective therapy patient did not charge their ipg as recommended, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the entire scs system including the lead and the ipg was explanted and replaced. This addressed the issue.